Manufacturer narrative:
The instrument was not returned for evaluation, therefore, the root cause of the customer reported complaint cannot be determined. A follow-up MDR will be submitted upon return and evaluation of the instrument. Per the complaint notes, all broken pieces were successfully retrieved from the patient.

Event description:
It was reporeted that the tip of the endowrist prograsp instrument broke and pieces had fallen into the patient. All broken pieces were removed and the planned surgical procedure was completed. No furhter details were provided. No patient harm, adverse outcome or injury was reported.